Manufacturer narrative:
Analysis was able to confirm that the ventricular output knob was not working. The main printed circuit board (pcb) was replaced. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) ventricular output knob was not working. The programmer was returned for service. There was no patient involvement.